Manufacturer narrative:
Sample was returned to arrow. Co's examination found that there was a balloon leak and a catheter leak. It is co's opinion that both leaks are related to use of the product.

Event description:
During use of the iab, the balloon ruptured. The iab was removed and replaced and there were no pt complications.